Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a stroke, which may have been due to a blood clot that developed post-surgery. The device has not been activated. The patient is recovering in a rehabilitation facility and will consult with a neurosurgeon.